Manufacturer narrative:
Our product evaluation lab received on acumen iq finger cuff size small. The customer report of inaccurate values was not able to be confirmed. Finger cuff passed eeprom verification with expired status and patient information. The sensor was reset for pressure test. Finger cuff inflated, zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned unit. The finger cuff sensor passed both pre and post-decontamination leak test. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect since the device failure was not able to be confirmed. As part of the manufacturing process, 100% of the units go through visual inspection, electrical testing, and qa sampling inspection. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a nurse had an issue with an aiqcs cuff. The cuff was reading a 30-40 maps difference from the patients arm cuff; no error messages were displayed. The arm cuff was on the patients opposite arm. Device is available for return. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcomingwhen the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.